Event description:
A home pt contacted baxter technical service center to ask why the pt line over primes sometimes using the homechoice (hc) system. The technical service repsentative (tsr) explained scenarios that would possibly lead to over priming of the pt line. There was no pt injury or medical intervention reported at the time of the incident.